Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that there is a suspected damage to sterilized packaging. Occurred before use, no patient harm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged packaging is confirmed and was determined to be related to the manufacture of the product. One 5 fr d/l powerpicc radiology basic kit was returned for evaluation. An initial visual observation of the returned kit revealed the kit was returned in its original box. The box was observed to be opened. The outer plastic packaging of the kit was observed to be opened. The kit tray was observed to have not been opened upon the return of the kit. Damage was observed along the paper layer of the packaging circled in a red marker. The damage was observed to not break completely through the packaging. The kit tray was opened to reveal the mark to be caused internally. The mark was observed to be transparent. A tactile evaluation of the mark revealed some of the white material of the paper to be raised around the transparent section of the paper covering. A microscopic observation revealed the mark to be transparent where it should be white. It was observed that there was no apparent breach in the sterile barrier of the kit tray packaging. Because the damage was observed on the inside of the unopened packaging, the complaint of damaged packaging was determined to be related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.